Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and confirmed the reported issue. The flow sensors were recommended for replacement to resolve the issue.

Event description:
The hospital reported an error that results in a loss of mechanical ventilation. There was no report of patient involvement.